Event description:
It was reported that a patient underwent an anterior cervical discectomy and fusion procedure (acdf) using a cervical plate system at unknown levels and sometime post-operatively the patient complained of difficulty swallowing. The patient's symptoms reportedly began immediately post-op and a CT scan, MRI, cervical spine films and ent swallowing studies have all been performed. "The ent and radiologist both informed the nurse that the screw may be mal-positioned. The radiologist stated the there was a screw pressing on the esophagus". According to the patient, the attending physician for this case advised that the cervical plate construct was not causing the dysphagia and stated ¿the patient's condition¿ occurred prior to surgery. No further information could be obtained.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.